Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the second clip is placed on the cholangiogram catheter then the third clip malfunctions. There is a clicking noise, the clip jams and then falls out of the jaws into the patient. The clip had to be retrieved using a grasper. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.